Manufacturer narrative:
H3. Destructive analysis of the pump identified wear on the motor o-ring for gear number three. Visual inspection of the catheter identified there was damage to the transition tubing. Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a company representative (rep) stated that the dosage volume was 283.6 mcg/day.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2019; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-jan-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen (lioresal) 2000 at unknown dose for unknown indication for use. It was reported that the patient had pump replacement surgery that was routine as pump was at end replacement indicator (eri), however patient had been increasing dose in the last 2 months due to increase in symptoms of spasticity and symptom return, some withdrawal symptoms also reported per the patient's wife. In the replacement case it was noted that catheter had some of the outer encasement that was pealing off from catheter by the sutureless pump connector. It was decided that the entire pump segment would be replaced. When this was replacement good cerebrospinal fluid (csf) flow was noted when the catheter was cut and connected to spinal segment. No diagnostic/ troubleshooting was done prior to prosecute. They explanted catheter and when the next pump segment was added from the new 8780 a catheter access port (cap) procedure was done and successful. The issue was resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.